Manufacturer narrative:
The device involved in the event will not be returned for evaluation, as they were implanted in the pt. Models and lot number of coils involved: qc-2-8-helix, lot# 6667341- dom-10/1/2008- exp- 10/1/2011. Qc-2-2-helix, lot# 7020033- dom- 1/30/2009- exp- 1/1/2012, qc-2-2-helix, lot# 6983612- dom- 12/29/2008- exp- 3/1/2011.

Event description:
Four axium coils were used in a treatment of a wide neck basilar tip aneurysm. It was reported that coil protrusion occurred, due to the wide neck of the aneurysm and a stent was used to correct the coil protrusion.